Event description:
It was reported that this left ventricular (lv) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing that led to pacing inhibition. No asystole was noted. Technical services (ts) recommended changing the programming to reduce the oversensing. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field: d2a: common device name.

Event description:
It was reported that this left ventricular (lv) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing that led to pacing inhibition. No asystole was noted. Technical services (ts) recommended changing the programming to reduce the oversensing. This lv lead remains in service. No adverse patient effects were reported.